Event description:
Litigation papers allege the bilateral patient was revised two times on the right side and once on the left side due to failure of the asr implants.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.